Event description:
The physician was performing an endoscopic retrograde cholangio-pancreatograpy on a female pt with medical conditions unknown. A sphincterotome was utilized to cannulate the ampulla. After dye injection, it was noted that the ampulla was swollen and resulted in submucosa bruising. Inspection of the device revealed that the cutting wire was separated from the distal tip of the sphincterotome; the proximal portion remained attached. The sphincterotome was removed and another device was introduced to complete the procedure successfully. The pt is reported to be in satisfactory condition and no further complications occurred.